Manufacturer narrative:
H.6. Investigation summary: bd received (B)(4) samples from the customer in support of this complaint. 30 of the customer samples were randomly selected and subjected to a visual inspection for damaged tubing. All the samples passed testing exhibiting no holes in the tubing or evidence of damage to the product. Additionally, the 30 customer samples were subjected to a draw test to assess functionality of the device. All samples passed testing with no evidence of holes in the tubing or signs of leakage during draw. Bd is unable to confirm the customer¿s reported failure mode of hole in product/component based on customer sample testing analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure mode of leakage based on customer sample testing analysis. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there are holes in tubes causing blood leakage." There was report of no exposure or medical injury.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there are holes in tubes causing blood leakage." There was report of no exposure or medical injury.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.